Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately delivered therapy due to farfield oversensing of atrial fibrillation (af) signals on the ventricular channel. Technical services (ts) reviewed the reports and provided reprogramming and troubleshooting actions, such as x-ray to evaluate the lead position. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates inappropriate anti-tachycardia pacing (atp) and one inappropriate shock was delivered. No additional adverse patient effects were reported.